Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent system was returned advanced through catheter, the stent was seen to be partially deployed from the distal tip of the catheter, the sdw (stent delivery wire) was seen to be kinked, the stent was seen to be deformed, and the introducer sheath was not returned. A functional test was performed and the sdw (stent delivery wire) was advance to fully deploy the stent during analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to deploy was confirmed during analysis. The device met specifications when returned for device analysis. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and analyzed, the stent system was returned advanced through a catheter, the stent was returned partially deployed from the distal tip of the returned catheter. The stent was fully deployed during analysis and it was found to be deformed. The sdw-stent delivery wire was found to be kinked and the stent introducer sheath was not returned for device analysis. Based on the information provided and the condition of the returned device the reported event was confirmed. The as reported and analyzed 'stent failed/unable to deploy' as well as the as analyzed codes 'stent partial deployment', 'sdw kinked/bent', and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject device was returned for analysis, and it was discovered that the stent (subject device) was seen to be partially deployed from the distal tip of the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.